Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the remaining battery longevity appeared lower than expected and the physician considered the current drain to be high. No action was taken and the patient will be monitored remotely.

Event description:
New information was received that the device was explanted.